Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product identified sign of use and burr was attached to the hand piece, however, this device was not evaluated here rather sent to supplier for evaluation. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00592704000 - milling handpiece - unknown lot. G2: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the burr would not detach from the handle. It jammed but did not disturb the surgery. There was no impact or consequences to the patient. Attempts have been made and no further information has been provided.